Event description:
It was reported that the patient experienced ineffective therapy. It is unknown which lead was at fault. As a result, surgical intervention was undertaken on an unknown date in (B)(6) 2025 wherein the system was explanted.

Manufacturer narrative:
The dates of event and explant are estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000150020. During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.